Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 3006705815-2019-01583. 3006705815-2019-01584. 1627487-2019-11831. 1627487-2019-11832. It was reported the midline incision began to drain fluid. Physician inspected the wound on (B)(6) 2019 and noted the internal stitching was coming out. Physician cleaned and dressed the wound. On (B)(6) 2019, the physician performed an incision procedure to clean up the site as the wound did not heal. A culture revealed that staph was present and the patient was provided oral antibiotics. At a later time, the patient underwent an additional surgery on (B)(6) 2019 to clean out tissue near the midline wound due to the wound not healing properly. It was confirmed the patient's wound had healed and closed but reopened and began to drain fluid at the midline incision site again. Additional information was received on 31 mar 2020 that the infection was at the ipg site as well. A wound vacuum was used, antibiotics were administered, and surgical intervention occurred to explant the system. The wound has since healed.